Manufacturer narrative:
Pt date not currently available. A f/u report will be submitted when the investigation is complete.

Event description:
The customer reported the e-nmt-01 module provided inaccurate readings when being used with an electrosensor. There was no reported pt injury associated with this event.